Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the glass cap exhibits moderate detritus adhesion around the hole; the glass cap exhibits severe devitrification around the hole. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
The product was returned by the customer with no information as to the reason for return; there was no allegation of deficiency and there was no information provided that suggested an injury or serious adverse event had occurred.